Manufacturer narrative:
The unit was tested and heated within specification for all temperature ranges. The primary and secondary patient safety thermostats tested out of specification (high). A third level safety mechanism activated at an acceptable temperature that would prevent potential patient harm.

Event description:
It was reported that the unit overheated. No patient involvement or adverse consequences were reported.